Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown dental procedure on 10/10/2018 and a suture was used. During surgery, the needle drops in the middle of the procedure. There were no adverse patient consequences reported. No additional information was provided.